Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual inspection showed the device to be unremarkable. Medical records received and evaluation: not performed as insufficient patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had revision due to pain.

Manufacturer narrative:
The following additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: (B)(4), triathlon pkr femur #2 rm/ll, lot code: dpga; cat. No.: (B)(4), triathlon pkr baseplate #2 rm/ll, lot code: gxav. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection showed the device to be unremarkable. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had revision due to pain.

Event description:
It was reported that patient had revision due to pain.